Event description:
Patient reported cgm inaccuracy and provided the following discrepancy: cgm was reading 220 mg/dl and blood glucose 300 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries and reported to be in good condition.